Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a display failure. This report is made based on results of investigation completed on 12/12/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A crack in the pump casing was observed along the pump battery compartment. Additionally, the display screen appeared dim and discolored. (B)(6).